Event description:
It was reported an angio-seal was deployed in the left groin. The deployment was normal, except the compaction marker slid up the suture. Manual pressure was held for 5 minutes. The foot became "mottled" with no doppler pulse. A repeat angiogram was performed 10 minutes later which revealed left common femoral artery occlusion. The patient underwent exploration and surgical revascularization using a regional anesthetic blodk of 1% lidocaine, 5% marcaine and saline, and local anestheric at the incision site. An incision was made with a electrocautery, the superficial arteries were clamped and ligated with vicryl to expose the common femoral artery just below the inguinal ligament. The artery was exposed distally and the arteriotomy, with arterial bleeding, was seen. The arterial bleeding was controlled and good back bleeding was present from the distal femoral artery with release of the controlled arterial bleeding. An arteriotomy was made through the puncture site and suture was seen going through the site. The suture was pulled and the angio-seal collagen plug and device were removed from the femoral artery. Inflow arterial bleeding was restored. A patch angioplasty of the femoral artery was performed when the bleeding was controlled using a 6.0 prolene. The bovine patch was sutured in place and there was good back bleeding prior to closure. Pulses were restored to the common femoral artery. The wound was closed and a dressing applied. The patient tolerated the procedure well, had good posteior tibial signals and experienced no complications.